Event description:
It was reported that there was noise on the atrial lead. The patient had symptoms of dizziness. The lead was extracted on (B)(6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: previously reported explant date for the lead was incorrect. This report notes the correct explant date of (B)(6) 2018.

Event description:
The lead was explanted on (B)(6) 2018.